Event description:
It was reported intermittent occlusion alarms occurred that caused customer¿s blood glucose readings to display "high." Customer addressed high blood glucose levels with a correction injection using multiple daily injections, and no third-party assistance was required. Customer changed necessary supplies, and resumed insulin therapy.